Event description:
The customer reported the system failed to save pt images (data loss). There were no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.